Event description:
Customer reportedly received results of 500 mg/dl and 135 mg/dl within 10 minutes on the performa system. No actions taken based on device results. No adverse event reported. The suspect product was not returned to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred in (B) (6).